Event description:
It was reported that a patient applied a new dexcom g7 continuous glucose monitor (cgm) sensor before sleep and awoke to an alert indicating the pairing failed to the ilet while the dexcom app displayed glucose data, and the patient was instructed to toggle the settings, re-enter the pairing code and if not connected, remove the sensor and use bg run mode until replacements arrive, indicating an intermittent communication failure potentially related to an electrical component, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the dexcom g7 and the ilet due to intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.